Event description:
Report received from affiliate indicated that there was a balloon rupture with withdrawal difficulties through the sheath. The target lesion was the pulmonary artery. A left femoral approach was made. There was light vessel tortuosity and a rate of 60% stenosis was present. Four balloon dilatations were made to the lesion at 12atms each however at the last inflation the balloon ruptured. Physician tried to withdraw balloon with sheath (medkit), except that friction was felt therefore a small incision was made to the skin for removal. Balloon with sheath were removed as one unit successfully. There was no patient injury reported. This product will be returned for evaluation and testing.